Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to the battery tube connector not fully connected into the interface board. The pump had cracked case at the lcd window corners and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that he tried different new batteries but the pump would not come on. He stated that the battery cap contacts were damaged. Troubleshooting was completed but the display did not return. The insulin pump was returned for analysis.